Event description:
It was reported that the prograsp forceps instrument cable was noted to be loose, the cabling was noted to be messed up, frayed in one area and bowed out in another during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the pitch down cable was broken. As a result, the pitch up cable was frayed and loose. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Failure analysis also observed that the distal end of the main tube and various scratch marks with light material removal. The scratches were .064 - .227 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.